Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: inspection of the complaint feedset tube and chamber dome revealed that there was sufficient glue on the feedset tube but the glue was only partly bonding. The feedset tube was found to be slightly pulled out of the chamber dome. A lot check revealed one other complaint of this nature for lot 130806. Conclusion: we were unable to definitively determine the cause of the feedset break, however our previous investigations into similar complaints have shown that this damage can be caused by the overstretching of the tubing when attaching it to a water bag. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome or water bag spike in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a distributor that water leaked at the connection between the chamber dome and water feedset tube of an mr290 humidification chamber. This was found prior to patient use.